Manufacturer narrative:
Pump was received with a constant flashing white light on the display due to vertical cracked lcd controller. Pump was received with minor scratched lcd window, scratched case,pillowing keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a crack on the insulin pump's case. The pump was not dropped or bumped. The crack was seen on the front side of the insulin pump, near the button. The customer's blood glucose was unknown at the time of the call. The customer will be returning the insulin pump for analysis.